Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) blood collection tubes that the stopper popped out of the tubes. The following statement was provided by the initial reporter: "stoppers popping out of tubes during bagged transport to the lab"

Manufacturer narrative:
Investigation summary: material #: 366664. Lot/batch #: 1288671. Bd received one hundred (100) samples for investigation. The samples were evaluated by visual examination and no stopper defects were observed. Ten (10) of the returned samples were evaluated by functional testing and the indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.